Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2316700; model: sc-2316-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the spinal cord stimulation (scs) lead. The patient's device was reprogrammed, however, the reported issue persisted. The patient underwent a lead revision procedure where the leads were explanted and replaced. The patient is expected to fully recover.

Manufacturer narrative:
The returned leads passed all tests performed. The leads were found to have clean-cut damages that are typical of explant procedures and are not considered failures.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the spinal cord stimulation (scs) lead. The patient's device was reprogrammed, however, the reported issue persisted. The patient underwent a lead revision procedure where the leads were explanted and replaced. The patient is expected to fully recover.